Manufacturer narrative:
System manufacturing records were reviewed, and no issues were identified. Bronchoscope manufacturing record review could not be completed, as the scope shaft is unreadable and logs were unavailable. Failure analysis found that the scope, video, and em systems functioned as intended, with no confirmed device malfunction. Scope buckling was linked to user input, and the tool's absence prevented further evaluation. The video loss was likely due to a transient mechanical disturbance, and em signal loss was brief and self-resolved. None of these issues were determined to have caused the pneumothorax. Video review could not be performed due to log unavailability. The physician did not attribute the event to the galaxy system, citing the patient's emphysema and lesion location as contributing factors, and the injury was managed conservatively. This complaint is reported due to the following conclusions: a pneumothorax was reported after a galaxy-assisted biopsy procedure and a chest tube was inserted. The physician did not attribute the pneumothorax to the galaxy system, stating that it was related to the patient's pre-existing emphysema and the challenging location of the lesion. Reported malfunctions included scope buckling, loss of video, and em signal loss.

Event description:
A pneumothorax was identified post-galaxy procedure, and a chest tube was inserted. The patient had a valve placed previously due to severe emphysema, and the physician noted that it was the anesthesiologist who opted to insert the chest tube. Reported malfunctions included scope buckling, loss of video, and em signal loss.